Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 05jun2022, a nurse noticed expressive aphasia on the patient and code stroke was called. The patient's national institute of health stroke scale progressed rapidly to 24. Head computed tomography (CT) was done and showed acute infraction of the left middle cerebral artery (mca) territory with penumbra. Status post unsuccessful thrombectomy on (B)(6) 2022, head CT was repeated which showed progression of the left mca territory ischemic infract with development of large subarachnoid hemorrhage over both cerebral convexities predominantly in the left sylvian fissure and cerebral convexity. There was 2 mm rightward midline shift. There was also severe advanced chronic microvascular changes with multiple chronic bilateral white matter infarcts. Finally, a decision was made to withdraw support on (B)(6) 2022 and the patient passed away.